Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported an abnormal lead resistance value 2. It was confirmed during a hospital visit that the leads impedance value had decreased. No x-ray was taken. The rep did not have telemetry data because the doctor has it. Only the resistance value was measured during troubleshooting. No treatments in particular. The action taken to resolve the event was the patient will be hospitalized during the week of (B)(6), and then the stimulation settings will be changed. The issue was not resolved at the time of this report. No surgical intervention occurred, but unknown if planned. No symptoms were reported. The patient was alive with no injury. The rep reported two weeks later that on (B)(6) 2016 they checked and various impedances were measured, however, there was no reproducibility. Impedances for #1 and #2 electrode were 76 ohms according to past data. Incomplete short-cut was suspected. The programming of the ins was changed as impedances declined. On (B)(6) 2016 the settings were not changed. The current situation was to be reported to the physician and to be discussed with the physician. Electrode and output settings are to be changed afterwards. The implant date was about 2-3 years ago. The patient was under observation. The indication for use included dystonia.